Manufacturer narrative:
Device evaluation of battery charger has been completed. The reported problem (will not power on) has been confirmed. Upon investigation the battery charger/modem was unable to fully power on. The charger exhibited a flash memory failure at bga components on the c/a board. The root cause for the flash memory failure could not be positively identified. There was no adverse event that resulted from the damaged charger.

Event description:
A us distributor reported that a patient's battery charger would not power on.